Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient was experiencing ineffective stimulation. Surgical intervention may occur at a later date to resolve the issue. Related manufacturer reference number: 1627487-2023-00918.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.